Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed and found to have a dislodged grip ring. The dislodged grip ring likely caused the grips to not close. The grip open lever was not functional. The grip ring moved freely up and down at the grip drive adapter. The probable root cause is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument did not work after connecting it. Despite of checking all the settings, customer was unable to use the instrument. The procedure was completed with no reported injury.